Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. The target lesion was located in an extremely tight stenosed peroneal artery. A 1.5x20 mm coyote balloon catheter was inflated to 12 atm to treat the target lesion. The balloon was deflated and then re-inflated to an unknown atm then the balloon ruptured. No patient complications were reported patient's status is okay. The procedure was completed with this device.

Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. The target lesion was located in an extremely tight stenosed peroneal artery. A 1.5x20 mm coyote balloon catheter was inflated to 12 atm to treat the target lesion. The balloon was deflated and then re-inflated to an unknown atm then the balloon ruptured. No patient complications were reported patient's status is okay. The procedure was completed with this device.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received with blood in the balloon and inflation lumen. Magnified inspection revealed a pinhole in the balloon wall aligned with the distal end of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).